Manufacturer narrative:
Intuitive surgical inc. (Isi) received the master tool manipulator (mtm) 2 for failure analysis investigation. The unit was analyzed and upon visual inspection, the opto button pads were found to be missing and that would be related to the reported event. The mtm2 was installed onto a golden system replicating the reported event. The probable root cause of the reported issue can be attributed to a mechanical defect of the opto button rubbers within the affected mtm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the left master tool manipulator (mtml). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer indicated that the left master tool manipulator (mtml) was loose or wiggly. The instrument was not following the surgeons' control, so the surgeon suspected the issue was related to the mtml. The intuitive surgical, inc. (Isi) technical support engineer (tse) advised moving to the 2nd surgeon side console (ssc) or reseating the instrument and the sterile adapter; however, the staff elected not to perform troubleshooting at this time. The procedure was completing as planned with no report of patient injury.